Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. The probable root cause cannot be determined based on the information provided. Since the product analysis is not complete and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to complain about intermittent loss of bipolar energy. The customer replaced the maryland instrument as well as bipolar cable and bipolar port on the integrated electrosurgical unit (iesu), but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was checked when switching on devices before start of surgery. System initially powered on without errors. Cables and instruments were replaced, bipolar coagulation worked at times and monopolar coagulation was used. Procedure was completed robotically with same iesu.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was installed on an in-house system where the unit functioned as expected. The iesu energized and cauterized and all ports recognized instruments. Error logs did not find instances of power loss faults. The complaint was not confirmed based on the failure analysis. The probable root cause of this issue is attributed to current related electrical and fiberoptic issues with the erbe iesu.

Event description:
Refer to h11 for follow-up information.